Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, suffering, disability and impairment.

Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. Based on the investigation findings, current manufacturing controls are considered adequate as to detect and segregate any non-conforming unit. Event described could not be confirmed as a manufacturing related issue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions: caution: federal (USA) law restricts this device to sale by or on the order of a physician. The avaulta plus¿ biosynthetic support system should only be used by physicians who are trained in the surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes. Acceptable surgical practices should be followed for the management of infected or contaminated wounds. The avaulta plus¿ biosynthetic support system implantation procedures require diligent attention to anatomical structure and care to avoid puncture of large vessels, nerves, bladder, bowel, rectum, or other viscera during needle passage. The avaulta plus¿ biosynthetic support system is provided in a sterile blister tray within a sterile pouch. The sterile blister tray may be placed in the sterile field. The introducers provided with the anterior and posterior support systems are provided in a sterile blister tray. Transfer the introducer to the sterile field using aseptic techniques. Do not place the tray in the sterile field. Check the integrity of the packaging before use. Do not use the mesh or introducers if the packaging is opened or damaged. As for any implantable material, it is recommended to open the blister tray at the time of implantation. After use, any unused product and packaging should be treated as a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state, and federal laws and regulations. Adverse reactions: potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." 1994="nl".